Manufacturer narrative:
(B)(4). After several attempts at following up with the customer, it is unknown if the device has been repaired or removed from service. The device has not be returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Manufacturer narrative:
The customer advised physio-control that they have retired the device and replaced it due to the costs associated with repair. The cause of the reported failure could not be determined.

Event description:
It was reported that the device had its service indicator illuminated and logged a critical fault code which affects defibrillation therapy. There was no patient use associated with the reported failure.